Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified coronary artery. An unknown xience sierra stent could not advance due to resistance from the calcified lesion. When the stent was removed with resistance due to the anatomy, it was noticed the stent dislodged off the balloon. A decision was made to go back in with the balloon to push the stent against the vessel, placing it distal of the target lesion and was covered with an unspecified stent. Another unspecified stent was used to treat the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately tortuous and moderately calcified artery causing the reported failure to advance. The device was removed with resistance from the calcified lesion causing the reported difficulty to remove and subsequent stent dislodgement with the patient effects of a device embedded and additional therapy/non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling. The part and lot number were not reported; therefore, the UDI # could not be provided.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified coronary artery. No additional information was provided.